Event description:
It was reported the pt (B)(6) could no longer establish communication between his ipg warning message stating "wrong ipg type". Troubleshooting efforts were unsuccessful at resolving the issue. The physician decided to explant and replace the pt's ipg on (B)(6) 2012. The pt reported effective stimulation as a result of the procedure. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.